Event description:
Swelling around the incisional wound approximately seven weeks post tibialis posterior tendon repair with orthadapt augmentation. The swollen area was opened, drained and debrided and the graft was removed approximately 12 weeks post implant.

Manufacturer narrative:
Additional corrective surgeries (ganglion cyst removal; tendo achilles lengthening; gleich calcaneal osteotomy; evans calcaneal osteotomy with allogenic bone graft; cotton osteotomy with bone graft) were done during tibialis posterior tendon repair (right foot). The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. Cause of the event is unk at this time. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.